Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. The customer was advised on replacement parts and repair for the flow sensor. Resulting in, the customer replacing the whole gas delivery system (gds) assembly . Investigation of the returned gds showed the failure was isolated to the u1 (sensor air flow amp 1000 sscm) on the air flow sensor pcb. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed the oxygen flow accuracy test during annual preventive maintenance. There was no patient involvement. The event date was not specified, estimate used.